Event description:
Additional information was received. It was reported that the patient had been experiencing shocking and itching near the pump. The pump had started shocking the patient sporadically a couple of weeks prior to report and would sometimes shock him as often as once per hour. At the time of report, it was happening every day and once every five minutes. It was noted that the patient¿s position did not have an effect on when the patient would feel the shocking. The itching had started about one week prior to report. It occurred throughout his body and in his eyeballs. The patient was also in a lot of pain which was described as a ¿stabbing pain¿. The patient had reportedly been in the emergency room (ER) two days prior to report for the shocking and itching, though the patient was just sent home with valium and more baclofen. He was also told he was no longer a good candidate for the pump and there was a physician who wanted to take the pump out. It was stated that the patient previously had ¿great relief¿ from the pump therapy and it had ¿changed his life¿. Prior to implant, he was falling 3-4 times per day, but afterwards he was running marathons. The problems had not started occurring until the patient was given a higher concentration, when the patient had been reportedly doing fine at the lower dose. When the patient got a dose increase, he initially got relief, but the issues started again a week later. Since then, the daily dose had been decreased by ten percent and the patient felt good again for a week. However, after that week, the issues started once again. At the time of report, the patient was taking oral baclofen every three hours along with valium and benadryl. The patient felt like the healthcare provider was dismissing him and his problems. He was worried that, if he went back to the ER, he would only be sent home with more valium. It was indicated that the patient intended to schedule an appointment with another physician.

Event description:
It was reported that the patient had been feeling very fatigued and had been sleeping a lot since his last refill. It was stated that the pump dose kept being bumped up because the humidity was causing increased spasticity. Additionally, the drug concentration had also been bumped up at the last refill. The patient had found the ¿sweet spot¿ for dosing besides the fatigue, which he had not previously experienced with the pump. It was indicated that the patient¿s primary care physician had performed a ¿ton of blood work¿. The patient would have the medication bumped back down, but was waiting until the blood work results were back. It was also noted that the patient had oral baclofen and a sleep aid that was used because, the patient just didn¿t have ¿proper rems¿. It was stated that the patient liked being able to sleep on his own, but felt like he was getting a little too much sleep. It was reported that the pump was delivering lioresal. It was later reported that the patient started having problems in (B)(6) 2012. In the past few months, the patient had been experiencing withdrawal and overdose symptoms. The patient was afraid/concerned that his catheter could be causing the issue. The patient had been hospitalized a lot in the past few months. The patient had been in touch with his doctor about his symptoms, but the catheter had not been tested yet. The patient experienced itchiness beneath his skin; itching in his eyeballs; his lips would go numb; and he had increased spasticity. The doctor would ¿bump up¿ the pump whenever the patient started having problems and the symptoms would go away; then they would come back and it just became a cycle of bumping up and symptoms coming back. The patient had an appointment scheduled with his doctor for the next day. The patient stated that he ¿loves his pump ¿ it changed his life¿.

Manufacturer narrative:
Product ID: 8598a lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter product ID: 85 96sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported that about 1 year ago the patient had been "having some really bad effects to the pump so they turned it off and put saline solution in." This occurred over 3 months ago. Per the patient they are recommending taking it out because he has been having some "weird" side effects. The patient had experienced "pump sickness" having itchy eyeballs, nausea and having to go the hospital/ER. Per the patient, it worked fine for a year and then he started getting these reactions. Per the patient "they were saying I'm possibly allergic to the medication" so he may have to have the pump removed. The patient did not want to have the pump removed as it had really helped him with his cerebral palsy and people can barely tell he has cp. Per the patient their conclusion after the 3rd month is that they don't want to do anymore testing and they don't think he is a good candidate anymore. Per the patient he thought he was at a "70" and they bumped it down and now he has saline, but he still was getting sick even with just 70 mg. They have replaced the drug with saline and the reactions/side effects have gone away